Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint alleges the ett wire was found kinked at the end of the operation. It was reported than when preparing to suction the patient, the "bending part of the tube was narrow and could not pass through the suction tube". The patient was spontaneously breathing at this time. The tube was removed and the patient's vital signs remained stable. No patient harm reported.